Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report a complaint regarding the 4"x4"island dressing, sterile 50/bx #4425. The patient calling regarding the new 4x4 island dressing. The patient stated she has an allergic reaction, itching scratching and scarring from scratching. Product is medicom, the patient used to get ritmed. There was patient involvement, patient reaction (itching), no medical intervention reported. Thank you, this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).